Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator generated an error code indicating a minor post (power on self test) failure. There was no patient involvement at the time of the reported incident. The covidien/medtronic technical support engineer (tse) spoke to the customer's biomedical engineer and troubleshot the issue with the customer over the phone. The tse recommended to replace the breath delivery (bd) to gui (graphical user interface) cable. The biomed engineer did so and the device tested to manufacturing specifications.